Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon burst. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.